Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected, and downstream occlusion (dso) seal has moderate bubble. The reported complaint is confirmed upon performing remote dose test. The probable cause is due to faulty remote dose cord assembly. The dso seal also has moderate bubble seal and lifts slightly. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, "the bolus connector was not working, and the dso seal has lifted during pre-test." During device evaluation it was found the downstream occlusion (dso) seal was lifted and has moderate bubble.